Manufacturer narrative:
(B)(4). The reported complaint description notes that no audio/visual alarming occurred during an arrhythmia (pvc) event. The diagnostic files of the central monitor (receives communication from the cited bedside monitor) was received. It should be noted however, that yellow alarm and technical alarm conditions are not captured within the monitor's diagnostic log files. A pvc is a yellow alarm and so is not captured in the central station alarm log. According to the instructions for use manual (IFU) m1205a v24 and v26 patient monitor, part number m1046-9220l, 02/2003, vf c.0, page 102, "advanced arrhythmia alarms are available when arrhythmia is switched on and the advanced arrhythmia option has been enabled for your monitor". Pvc-related alarms are detected on the basis of the current ventricular heart rate and the number of consecutive pvcs counted (referred to as pvc runs). (Page 156). A yellow alarm "pvcs/min high" will occur when the (pvc >limit/min). (Page 54). This alarm occurs with the basic capability option of the monitor. A run pvcs alarm happens when more than 2 consecutive pvcs transpire within the last minute. A pair pvcs occur for a pair of pvcs within the last minute. These alarms happen when the enhanced capability option of the monitor is enabled. (Page 55). When arrhythmia analysis is on, all yellow ECG and arrhythmia alarms are short yellow alarms (one star). This means that the yellow alarm lamp and the tones are active for six seconds only, after which the blinking numeric and the alarm message remain for up to three minutes. (Page 103). If you silence a yellow arrhythmia alarm and the alarm condition still exists, the visual indicators continue until the condition stops. You will get an alarm reminder every time the configured timeout period has expired. If you silence a yellow arrhythmia alarm and the alarm condition has stopped, the visual indicators are immediately cleared. Silencing an alarm does not reset its timeout period, so you will not get a re-alarm for the same condition or lower on the chain until the timeout expires. (Page 112). Upon reviewing the central monitor's diagnostic logs, it should be noted that the monitor did capture an earlier arrhythmia event for icu3 bed earlier on (B)(6) 2011: 04:59:26.711 (B)(6) 2011: sd process, 16icu3 alarm v-tach; 04:59:27.305 (B)(6) 2011: sdprocess, 16icu3 red alarm sound -arrhy- a tachycardia event was detected and alarm was provided. A philips technical engineering test of the cited monitor was not possible when the fse was on site as the patient monitoring for this patient was continued using this same monitor. The bedside monitor was delivered to the customer in september 2001. There was no patient injury reported. The information provided related to this situation does not support that there was a repeated pvc event for which no yellow alarm was given, or that there is a systemic problem or design or labeling malfunction or any health risk. No trending of the identified issue was found upon search of the complaint database. No corrective actions have been identified for the manufacture.

Event description:
The reported complaint notes that monitor did not alarm for heart arrhythmia (pvc). No patient harm was reported.